Event description:
The customer reported to olympus, the front panel was flashing on the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the front panel was flashing. Tac instructed the customer to power off the unit, and to check if the black tab on the socket was pressed in and it was. The customer depressed it and it powered on and the issue was resolved. Tac did inform the customer that the black tab gets sticky and that can cause the issue. Additionally, tac instructed the customer if that happened again to send the unit in for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that the front panel flickered due to contact failure of the electrical contacts of the output connector. Olympus will continue to monitor the field performance of this device.